Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level remained below 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support provided information for resetting the pump and assisted the caller in successfully resetting it. The malfunction did not recur, allowing the customer to continue using the pump, and the customer was advised to contact support again if the issue reappears.